Manufacturer narrative:
(B)(4) if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? What was the procedure date? What is the lot number? What was used to complete the procedure? In relation to needle, what is the approximate location of suture breakage? Did the suture separate completely? What tissue was being approximated or sutured when it broke? Was there any adverse consequence associated with the patient? What is current condition of the patient?

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date in 2021 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.